Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The device also had a cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. Moisture damage was noted on electronic assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display went blank after the insulin pump was submerged in water. Blood glucose value was 16.0 mmol/l; treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.